Manufacturer narrative:
(B)(6). Device is combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 38 x 3.50mm promus premier drug eluting stent was selected however the stent were lifted after opening the package. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: promus premier ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The mid-section of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 38 x 3.50mm promus premier drug eluting stent was selected however the stent were lifted after opening the package. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable.